Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle would not fully disconnect from the IV after being inserted into the patient. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "would not come apart- IV was restarted. (B)(6) 2023 ¿this morning we had a 20g IV inserted into a patient that had to be removed because the needle would not fully disconnect from the IV¿ is there any adverse effect on patient/user? Most often the patient has a new IV placed can you please advise if you are able to retract the needle or was it failing to retract? From the received complaints, often times the needle would not retract. Was there any resistance or sticking felt? I am not the user of this device, but based on complaints there is a fair amount of resistance."

Manufacturer narrative:
A physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2346960, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed a 20 gauge nexiva device inside of its packaging. In the first photo the engineer noticed that the device was in its packaging, which contained a specimen bag and had what appeared to be blood residue inside of the catheter and extension tubing. The needle appeared to be retracted and the tip shield was connected to the catheter adapter. The v-clip appeared to not be fully open and it could not be determined if the device was defective or damaged. The second photo contained the same device as seen in the first photo but from a different angle. Finally, in the third photo the engineer identified what appeared to be the same device with blood inside of the catheter and extension tubing but had a red circle drawn over the connection between the tip shield and catheter adapter. The needle appeared to be fully retracted but the v-clip was not visible due to the orientation of the device's tip shield. Therefore, based off the provided photos the engineer was able to verify that the device failed to decouple properly. Unfortunately, without a physical sample available for inspection the engineer could not determine a definitive root cause. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle would not fully disconnect from the IV after being inserted into the patient. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "would not come apart- IV was restarted... (B)(6) 2023 ¿this morning we had a 20g IV inserted into a patient that had to be removed because the needle would not fully disconnect from the IV¿... Is there any adverse effect on patient/user? Most often the patient has a new IV placed... Can you please advise if you are able to retract the needle or was it failing to retract? From the received complaints, often times the needle would not retract. Was there any resistance or sticking felt? I am not the user of this device, but based on complaints there is a fair amount of resistance.".